Manufacturer narrative:
(B)(4) analysis performed on 1 opened/used pre-fill reservoir test and the reservoir passed per inspection. No leakage anomaly during filling. The reservoir connected/locked in place properly.

Event description:
Customer reported a reservoir leak when she was attempting to fill her reservoir. The customer stated the location of the leak was where the reservoir connects to the transfer guard. She also stated she did not put the reservoir into the insulin pump, therefore the insulin pump has not been exposed to the insulin. Customer was advised to use another reservoir. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).